Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and confirmed the difficulty to remove the balloon sheath. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.

Event description:
It was reported that during preparation of a 3.5 x 12 mm nc tenku, the protective sheath could not be removed. A 3.5 x 15 mm nc tenku was successfully used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.